Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an unresponsive button, due to corroded keypad trace. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's spouse reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown. The customer was working outside and gave himself some insulin and button error showed up. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.